Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical evaluation was able to confirm the endoleak type 3b on the main body stent with sac growth (5mm). It was also noted that there were non-endologix stents placed within the main body as well (in the celiac or superior mesenteric artery stent prior to implant). As reported for the secondary procedure performed on (B)(6) 2018, clinical was not able to confirm the surgery date. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material in combination with the appearance of a non endologix stent within the main body stent (from the celiac or superior mesenteric artery). Procedure related harms and the final patient disposition could not be determined due to the lack of medical information surrounding the repair event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, a review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient had a celiac stent, a sma stent, and a smaller non-endologix stent implanted at an unknown date for unknown reason. The patient came in for a routine follow up and computed tomography (CT) showed the patient had a type 3b endoleak and the smaller stent free floating within the initial implanted devices. The physician has scheduled an angiogram to determine the next course of action. The patient is reported to be in stable condition and no additional adverse events have occurred.